Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shim exhibits signs of wear and tear, suggesting repeated use. One ball bearings and associated spring was not returned, thus confirming disassembly. Device history record was reviewed and no discrepancies were found. Root cause was determined in to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the provisional is missing ball bearings. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.